Event description:
On 16-apr-2025, pentax medical became aware of an adverse event involving a pentax medical video processor model epk-i8020c, serial number unknown in (B)(6), united states. The facility reported that smoke was observed emerging from the distal end of the endoscope inside the patient during an endoscopic procedure. The physician stated that they visually confirmed smoke coming from the distal end of the endoscope within the patient. In response, the physician and other medical staff at the facility expressed strong concerns about continuing to use the endoscope. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Pentax medical america performed a good faith effort to gather additional information regarding this event and responded to the following questions via email on 01-may-2025. - the procedure was therapeutic in nature. - the processor used was an epk-i8020 (serial number unknown), and the software version installed at the time of the event was reported to be the most current. - the scope and processor involved in the event were not removed from circulation and are currently being used in clinical procedures. - optical enhancement (oe) mode was not used, and the facilities involved confirmed that they do not use oe mode for this purpose. - it is unknown whether any blood or debris was visible on the illumination lens of the endoscope. During the same case, massive bleeding was also reported and was suspected to be associated with the use of the endoscope. The bleeding occurred during both colonoscopy and esophagoscopy (same case). The specific operational phase during which the bleeding occurred could not be determined. Hemostasis was successfully achieved using hemospray. The originally planned procedure was modified as a result of the bleeding. No additional interventions such as transfusion, medication, or hospitalization were required. The patient's condition did not deteriorate, and the patient remained under observation after the procedure. It should be noted that the processor (epk-i8020) is an image processing device and does not have any structural function that would directly contribute to bleeding, nor does it interact with the patient's body. Investigation is in process. If additional information becomes available, a supplemental report will be filed with the new information. Related MDR reports submitted for the same case: 9610877-2025-00048_ec38-i20cl_a002faa030_smoke from distal end and patient bleeding 9610877-2025-00049_epk-i8020c_serial number unknown _smoke from distal end.

Manufacturer narrative:
Correction information b4: date of this report. G6: follow-up #: 1. H2: if follow-up, what type? H3: device evaluated by manufacture. H6: adverse event problem. Additional information h7: if remedial action initiated, check type h9: if action reported to FDA under 21 usc 360i(g), list correction/removal reporting number. H11: evaluation summary, remedial action. Follow-up information as previously noted, the processor is an image processing device and does not have any structural function that would directly contribute to bleeding. In addition, a subsequent investigation by the japanese team confirmed that the bleeding was not caused by the endoscope used in this case. Evaluation summary event that occurred is that smoke was observed emerging from the distal end of the endoscope. Based on the investigation, a potential root cause of this failure is that when the processor is used in combination with the i20c series endoscope, blood or contaminants adhering to the illumination lens may absorb illumination light and become heated, potentially leading to coagulation or sticking on the illumination lens. A definitive root cause of the reported issue could not be identified. This issue appears to be related to capa000739, although it has not been clearly confirmed. Follow-up actions will be taken based on the findings of capa000739, once available. Based on the trend analysis, there is no significant increase or upward trend in repair complaints related to this failure mode/hazard. Remedial action this event is currently undergoing remedial action under fca report 2518897-01/20/2025-001-c. Please refer to the fca report for details on the root cause investigation and corrective actions. The remedial action includes revisions to the instructions for use (IFU) and enhanced user warnings. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed. 9610877-2025-00048_ec38-i20cl_a002faa030_smoke from distal end and patient bleeding_fu2 9610877-2025-00049_epk-i8020c_serial number unknown _smoke from distal end_fu1.